Event description:
Reporter alleged blood glucose measured 457 mg/dl back to back with a result of 156 mg/dl performed within 3 minutes of each other. It was rpeorted a lab measured 137 mg/dl performed within a minute of the meter values. No treatment was reportedly given to the pt based on the meter or lab result. Controls were reported to be run and found to be within an acceptable range. A request was made for the return. Of the suspect device and replacement rpoduct was sent.